Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) displayed a battery status of elective replacement indicator (eri). The monitoring voltage was 2.67v and the charge time was 20 seconds. Technical services recommended replacing the device. No adverse patient effects were reported.

Manufacturer narrative:
A couple weeks later, the ICD was explanted and returned for analysis. When analysis is complete, this report will be updated.

Manufacturer narrative:
The available information suggests that this device remains implanted. This report will be updated should additional information become available.

Manufacturer narrative:
A review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance.